Event description:
It was reported via an article received by the manufacturer that this patient experienced sleep apnea and arrhythmia associated with stimulation. It was stated that this patient has mitochondrial cytopathy and pharmacoresistant epilepsy and was evaluated for suspected sleep disordered breathing. The patient¿s parents noticed pauses in breathing during sleep and reported excessive daytime sleepiness (eds). It was found through a night polysomnography that the patient had additional central hypopneas consisting of episodes of decreased airflow without desaturations. Heart arrhythmias happened during breathing events. Practically all of breathing events and heart arrhythmias were periodic and corresponded to vns stimulation (every 3 minutes), and persisted for the duration of the stimulation, and came to an end with vns deactivation. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's neurologist that the patient had mixed and obstructive hypopneas with up to 15 seconds duration were found in polygraphy/polysomnography recordings in 2012 (prior to vns implantation), while no arrhythmias were found in these or previous recordings obtained before vns implantation. It was stated that the patient experienced an av block (1st to 3rd degree) for a few heartbeats in most, but not all, periods of vns stimulation. Lastly it was stated that the presumed cause of the av block is due to vns stimulation, but nothing was mentioned regarding the cause of the patient's apnea. No further relevant information has been received to date.

Event description:
It was stated that the vns has a good effect on the patient, and the patient does not have important desaturation and therefore the doctor decided with the patient's parents to continue with vns stimulation and pay attention to the patient's breathing. It was reported that the patient's diagnostic results were ok, and the impedance value was within normal limits. No further relevant information has been received to date.